Event description:
It was reported that the customer had normal blood glucose levels of 6.3 mmol/l. The customer reported that the insulin pump alarmed no delivery during basal. Troubleshooting was done. The customer was asked to deliver a five unit prime from the insulin pump. The customer reported that insulin did exit. It was reported that the cannula of the infusion set was not bent. It would appear that the insulin pump failed the high pressure test. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. The customer was advised that the insulin pump would need to be returned for analysis. No additional information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifictions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).